Manufacturer narrative:
Concomiitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4).; product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported on (B)(6) 2016 that only one lead was able to be placed during surgery. The consumer stated it was a ¿disaster¿ and they didn¿t get any coverage because the lead wasn¿t implanted in the correct area. Additional information wasn't received until october 11, 2021, at which time the patient reported that during their (B)(6) 2015 implant procedure, the lead did not work well and had "failed". They stated the physician knew the percutaneous lead did not work during the implant procedure but implanted the lead anyway. Due to being lightly sedated, the patient was in excruciating pain during the procedure as well. The patient stated they did not have success with the lead and the implanted neurostimulator (ins), so they were explanted and replaced on (B)(6) 2016. [Omitted information pertaining to the 3 lost programmers - documented in a non-sr case# (B)(4)] [omitted information pertaining to the patient's cataracts and being blind for a period of time - see general text at pe level] [omitted information pertaining to the 2016 implant being painful, hit a nerve, incontinence, neuropathy - see (B)(4)] unrelated recharging too frequently event captured in (B)(4). Unrelated pp primitive event captured in (B)(4).